Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of greater than 3,000 ohms resulting in lead safety switches. Boston scientific technical services discussed programming options. The lead remains in service. No adverse patient effects were reported.